Event description:
While using an endoscopic fundoplication device the physician attempted to deploy the h-fasteners to create the fundoplication, the device failed. Only one fastener deployed.======================manufacturer response for endoscopic plication system, esophyx2 system (per site reporter).======================awaiting their report.